Manufacturer narrative:
Evaluation summary: since the device remains implanted, no analysis was possible. The surgical technique does not describe trialing in the femoral canal using the implant stem with the centralizer attached. It describes the insertion of the implant stem with centralizer attached after the femoral canal is plugged, cleaned and filled with bone cement. Given the information provided, it can be determined that the trapping of the centralizer in the femoral canal before cementing is attributable to a non-indicated use of the stem/centralizer construct. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the device was trapped in the medullary canal during the trial insertion of the implant stem before cementing. Since it was impossible to salvage from the canal, the surgeon pushed it down 10mm more for cementing the stem with a second centralizer.